Event description:
Information received with return of the device notes that prior to implant the device was interrogated but most of the parame ters showed dashes (---). The parameters were reset and batch stored, but the device could not be programmed out of this mode.